Manufacturer narrative:
On 3-may-2025, the product investigation was completed as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 31371897l finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation for (pvc) premature ventricular contractions case with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced an arterial dissection in the groin. The information indicated that during the (pvc) premature ventricular contractions case, an arterial dissection was noticed in the groin. The stsf was arterially inserted into the body, and they felt resistance with the catheter. The physician dissected the artery with the stsf catheter. During the event, they stepped on fluoroscopy and tried to watch the wire go up the artery, but it would not go up. The medical team tried using contrast and shot an angiogram and saw the dissection. The interventional radiology department was called, and they confirmed the arterial dissection. It is technically unknown if the injury was caused by the stsf catheter or the wire. There was no medical intervention provided for the patient, and the patient was stable. The sheath was pulled out of the groin, and they held pressure on the patient¿s groin/arterial access, and the patient was taken to get a CT (computed tomography) scan. The stsf ablation catheter was used during the procedure, and the catheter used during the procedure was not available for return. Also reported that an EKG (electrocardiogram) cable was noticed to be visibly damaged during the procedure. The EKG cable had noise observed on the carto 3 system and the recording system. The casing to one of the EKG leads broke and the lead boxing fell off the cable. It was unknown how or when the physical damage to the cable occurred. They replaced the EKG cable with one from another carto 3 system and the procedure continued. The information received indicated that the physician¿s opinion on the cause of this adverse event was physician error/procedure. The interventional radiology department assisted with the reported event. They used contrast to shoot 2 angiograms to see the dissection. They removed the arterial sheath from the groin, held pressure, and transferred the patient to get a CT scan immediately. The patient stayed overnight because it was late in the day, and they wanted to monitor the patient overnight due to the nature of the procedure. The patient fully recovered the following morning from the event.